Event description:
This event occurred on (B)(6) 2012, during surgery: anesthesia attempted to place a l brachial a-line for monitoring during a case. On cannulation of the artery, the metal guide wire supplied with the arrow catheter set splayed and the individual filaments of the wire unraveled. One of these fragments bent into a fishhook shape and became stuck in the artery and subcutaneous tissues in the arm. On attempt at retrieval, the thin filament broke. Intra-op u/s showed the fragment was in the sub-q, not within the artery, but the fragment was not immediately retrievable. Date of use: (B)(6) 2012.